Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The philips field service engineer (fse) identified a fan fault ventilator during preventative maintenance. There was no patient or user harm reported. The fse confirmed the reported failure. The fse replaced the cooling fan housing and the problem was resolved. The unit has returned to service mode.